Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per complaint form: MDR-2063 - observational post market clinical study ¿ cystotome among the 81 patient datasets included in the study, 41 had an indication of ppc (the only indication for use per device IFU). One other patient had walled off pancreatic necrosis (wopn) along with ppc as an indication. Among the remaining 39 patients, 35 had a wopn or walled off gastric necrosis (wogn) as an indication and were considered off-label use. Post-surgical fluid collection beyond anastomosis was the reason for treatment in 4 patients. Antibiotic prophylaxis was used among 79.0% (64/81) patients. The procedure was performed under ultrasound guidance in 100% of the patients. Electrosurgical puncture was achieved among 95.1% (77/81) patients. Notably, electrosurgical puncture was achieved in 95.8% of the 48 patients where the cystotome device was used first for the puncture. Among the patients where an access needle or aspiration needle was first used for the initial puncture, the puncture success rate was 93.9% (31/33). Location of the puncture was the stomach in the majority of cases (96.3%, 78/81). This complaint was opened to capture 46 instances of a cst-10 device being used off label. 35 had a wopn or walled off gastric necrosis (wogn. 1 other patient had walled off pancreatic necrosis (wopn) along with ppc as an indication. Post-surgical fluid collection beyond anastomosis was the reason for treatment in 4 patients and pseudocyst was <4cm in 6 patients. No information on patient outcome. A total of 81 patient datasets were included in the study. One cystotome device was used in all but one patient. 57 years with a slight preponderance of males (61.7%, 50/81).

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-dec-2024.

Manufacturer narrative:
Device evaluation: this file was created from the pmcf study, "observational post market clinical study - cystotome - MDR-2063". The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. It should be noted that this file is related to another complaints file. For details of the other investigation please refer to prs: (B)(4). Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: as per the instructions for use, ifu0005 which accompanies this device, instructs the user "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract¿. There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0005) the user is advised of the following potential adverse events in the IFU, (ifu0005) "potential adverse events associated with gl endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, burn, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, respiratory depression or arrest, sepsis." The user is advised of the following contraindications in the IFU, "contraindications include those specific to blood coagulation disease, interposing vessels between the pseudocyst wall and that of the stomach or the duodenum. If the pseudocyst is < 4cm in diameter do not proceed." Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. Based on the available information, the cst-10 device was used in cases of wopn (walled-off pancreatic necrosis) or wogn (walled-off gastric necrosis), wopn (walled-off pancreatic necrosis) along with ppc as an indication, and post-surgical fluid collection beyond the anastomosis. Additionally, the pseudocyst measured less than 4 cm, which is a contraindication according to the instructions for use (IFU). This abnormal use has been confirmed by our medical advisor. As previously mentioned, the IFU (ifu0005) states "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract" and in the notes section ¿do not use this device for any purpose other than stated in the intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impact reported in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.